Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that she had a set that came out from her body while she was changing clothes. The site location was her abdomen and the pump was located in her bra. The infusion had been used for less than 24 hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.